Event description:
The autopulse nxt platform (sn (B)(6)) was used to resuscitate a 60-year-old female patient in cardiac arrest. During resuscitation, the nxt platform generated a grinding sound and shut down. No alert leds were displayed on the user control panel, and the nxt platform would not restart. Manual CPR was continued for the rest of the call until the patient was handed over to the ER staff. No consequences or impacts on the patient.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6)) generated a grinding sound and shut down was not confirmed during the functional testing. The nxt platform passed the functional testing, and the reported complaint was not reproduced. The nxt platform passed the preliminary functional test without faults. The autopulse platform operated correctly and performed as expected; the reported grinding sound and shutdown could not be replicated during testing. Following service, the autopulse nxt platform passed the final tests without issues.